Event description:
Customer reported out of range normal control solution test results with co's test strips, l/n unknown. He opened the bottle of test strips approx 1 wk ago and performed 1 blood glucose test. The result was higher than his usual readings with another test strip. He immediately perfomed a normal control solution test and the result was approx 179 mg/dl versus a normal control solution range of 112-168 mg/dl. He performed a second normal control solution test and the result was approx 107 mg/dl. The normal control solution was opened for the 1st time approx 1 month ago. Customer shook it well before testing. The meter was set on the correct code. Customer performed a check strip test when he performed the control tests and the result was within range. (No specific result available). Because the customer threw the test strips away after obtaining the out of control range readings, the lot number is unknown. The customer could not remember whether the desiccant was in the bottle of test strips. He is reporting the control range and control solution test results from memory and he is not certain of the exact control range or control test results. He stated that he is certain that the first reading was outside of the control range on the high side and the 2nd reading was outside of the control range on the low side.